Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade tip broken off and not returned. The device was connected to a test handpiece and generator for functional testing and the device was recognized. During functional testing on gen11 an alert screen was displayed and the device would not pass pre-run. The device was disassembled and the break was located inside the tube proximal to the tissue pad. The device will stop activating and display an alert screen once the blade is damaged. It is unknown how the blade became damaged in this case. The eeprom indicates that the device was never activated.

Event description:
It was reported during a gastric sleeve procedure the device was not recognized by the controller. "Device not found" the device was swapped out with an alternate like device and the procedure was completed with no patient consequences reported.